Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 28-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 6 isolates: positive cocci - staphylococcus haemolyticus, positive cocci - micrococcus luteus, positive rods - bacillus circulans, positive cocci - dermacoccus nishinomiyaensis, positive rods - bacillus species, positive cocci - staphylococcus haemolyticus. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 21-aug-2019. The duodenoscope was inspected by pentax medical service on 26-aug-2019 and the following inspection findings were documented: distal cap/ case cracked, distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed dry leak test, passed wet leak test. Repairs were performed on the duodenoscope which included replacement of the following components: distal case/cap and o-ring(0.5x1.3). Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 19-aug-2015. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 26-sep-2019.